Event description:
See initial report.

Manufacturer narrative:
H11 through follow up communications, it was learned that the customer no longer reproduced the issue since the reported event date. Furthermore, log files analysis confirmed that alarm clear was not possible due to user error, who attempted to clear the error without acknowledging the message on the display. Based on investigation findings and on the review of similar events, reported event was due to user error in alarm acknowledgment and the issue has been re-assessed as not reportable since no device failure occurred and it could not cause or contribute to death or serious injury. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the essenz hlm, the event occurred in united states. Reportedly, customer tried to clear the reported alarm on the screen and turning both cpl-c and cpl-b knobs to their minimum position, without success. Subsequently, the pump was restarted by disconnecting and reconnecting the power supply, allowing completion of cardioplegia delivery, even if the error code remained visible on the display. Procedure was completed with no further issue. Serial readout files were collected and analyzed: error code 2335 on cpl-c pump was recorded, but no alarm-clear event was found, indicating that the alarm acknowledgment may not have occurred prior to the restart. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding an essenz hlm pump cpl-c error, during cardioplegia delivery. In details, the cpl-c roller pump was non-functional, while cpl-b continued to operate normally. There is no report of any patient injury.